Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury: avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur, which may inhibit proper function.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2025, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-12990n scorpion needle tip broke during a meniscus repair while passing through the meniscus. Another needle was used and the tip broke off on that device as well. Both fragments were removed from the patient and the case was completed.